Event description:
It was reported that the subject device received a e103 error. The issue was identified during set up. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.